Manufacturer narrative:
Final analysis found that the proximal and distal insulations were damaged and the distal coil was kinked at 17 cm from the connector pin.

Event description:
It was reported that the patient complained of symptoms when in the intensive care unit (ICU) post implant. Fluoroscopy revealed that the helix had retracted and the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.